Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the functional test has failed. The customer reported a failure during the functional test at the defibrillation level. The remote service engineer (rse) performed a remote evaluation of the device and, after analyzing the logs, confirmed that the charging capacitor was defective. As the equipment's support ended on 12/31/2022, no replacement parts are available in stock. The customer has been informed via an end-of-obsolescence email. No further evaluation is warranted at this time. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october, 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin.